Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned for analysis, an evaluation could not be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user that if a bag becomes disconnected during therapy, the users are to follow the end therapy early procedure. The users are not instructed to disconnect the bags and are warned not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the last fill of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected an empty supply bag during therapy, which was followed by the alarm. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.